Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported that the customer insulin pump received a motor error alarm during basal delivery. Customer¿s blood glucose was 500 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed another motor error and no delivery during fill tubing process. Customer had a high blood glucose of 500 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump. The insulin pump is being replaced and is expected to return for analysis.